Manufacturer narrative:
Date of event is approximate. The complaint was received from a consumer in japan.

Event description:
A consumer reported that their protectiveclean metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
Philips oral health care has determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00104 submitted on 07/29/2022 can be removed.

Event description:
Philips oral health care has determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.